Event description:
This supplemental report is being filed to provide additional information that the patient received an additional shock while walking to the car. The patient went back to the clinic and the device was reprogrammed. The shock zones were adjusted, and the smart pass was adjusted as well. There were no additional adverse patient effects. It was reported that the patient had two inappropriate shocks due to t-wave oversensing. This occurred about three weeks post implant. Technical services discussed some testing and programming options. The clinic checked sensing in all three vectors and found each to be good. There were no additional adverse patient effects. The system remains implanted.

Event description:
It was reported that the patient had two inappropriate shocks due to t-wave oversensing. This occurred about three weeks post implant. Technical services discussed some testing and programming options. The clinic checked sensing in all three vectors and found each to be good. There were no additional adverse patient effects. The system remains implanted.